Manufacturer narrative:
Upon inspection, the baxter technician found the wheel had detached due to wear and tear needed to be replaced. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. The technician replaced the wheel to resolve. Based on this information, no further actions are required at this time. This issue would be likely to cause or contribute to a death or serious injury if this were to recur during use.

Event description:
A distributor contacted technical service to report that the viking m, had an issue, a wheel has come off. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.